Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the light guide lens was discolored inside. There was no procedural or patient involvement associated with this event.this MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process, the light guide lens was discolored inside. Additional findings were as follow: due to damage on forceps elevator (fe) lever, up/down knob could not be locked securely; suction cylinder had no color; due to damage on knob wire, fixing force guide wire did not meet the standard value; due to wear of angle wire, bending angle in right direction did not meet the standard value; adhesive around light guide lens had a crack; adhesive around objective lens had a chip; light guide lens had a chip; and there was corrosion around the fe. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress caused by hitting the tip of the scope or dropping the tip, or due to the chemical solution used. It is assumed that the moisture penetrated into the light guide lens and corroded due to the adhesive around the light guide lens being peeled off due to chemical stress. Olympus will continue to monitor field performance for this device.